Manufacturer narrative:
Additional information received indicated that there was no physical damage noted on the lead upon explant, however connections were verified prior to lead removal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing with isometric testing. It was reported that it did not result in pacing inhibition for this patient. A revision procedure was performed and the lead was explanted. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments were performed. The lead was severed 113 mm from the terminal pin. A terminal end segment and a tip segment were returned. A portion of the mid-body of the lead is missing. The extracting stylet was returned stuck in the tip segment of the lead. Visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. Blood/body fluid was also noted in the lead's lumen. There was separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The tip segment also had stretched conductor coils. There was also various damage noted to the proximal conductor coil. Puncture holes and cuts were noted in the lead insulation. Tissue and slight calcification was noted on the distal shocking coil. Electrically, the lead was found to be continuous. Laboratory testing was unable to reproduce the reported clinical observations